Event description:
It was reported that upon deployment in the ivc, the filter legs were crossed. The filter legs were successfully uncrossed. The filter is adequately placed in the cava and the filter remains implanted. There was no pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.